Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with cirrhosis, hepatocellular carcinoma was treated with microwave ablation for a liver tumor. An unintended tissue damage was observed. The procedure was completed successfully with the original product, and there was no delay in overall procedure time or need for additional treatment or surgery. No error or messages occurred during procedure. However, on post operative day one CT (computed tomography) scan, the ablation cavity was up to 5.9 centimeter in diameter, well above the predicted ablation diameter of 4.1 centimeter. CT imaging argue for some hepatic steatosis, in addition to cirrhosis.

Manufacturer narrative:
Additional information: a1, b5, b7, g3, rfr code (head excessive) was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with cirrhosis, hepatocellular carcinoma was treated with microwave ablation for a liver tumor. An unintended tissue damage was observed. The procedure was completed successfully with the original product, and there was no delay in overall procedure time or need for additional treatment or surgery. No error or messages occurred during procedure. Setting were 150 watts for 2:30 minutes for a 3.5 x 4.1 cm ablation. However, on post operative day 1 CT (computed tomography) scan, the ablation cavity was up to 5.9 centimeter in diameter, well above the predicted ablation diameter of 4.1 centimeter. CT imaging argue for some hepatic steatosis, in addition to cirrhosis.

Manufacturer narrative:
Additional information: g3 correction: h6 (heat excessive code was removed. Customer feedback code was added.) Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.